Event description:
New information notes the device was successfully reprogrammed. No further noise episodes have been observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the egm. No further information is available at this time.